Event description:
It was reported that the pump touchscreen was scratched and difficult to read. There was no adverse impact to the customer¿s blood glucose level. The patient declined troubleshooting and additional information was not obtained, as the pump was out of warranty and renewal was in process.